Event description:
It was reported that prior to the implant procedure, the physician decided not to administer heparin bolus considering patient¿ condition. It was noted intra operatively during the placement of the leadless implantable pulse generator (ipg), the leadless ipg was repositioned after the first placement high impedance measurements were noted. A few more positioning attempts were made but the thresholds and impedance remained high. Later when observed outside the body, a blood clot was found at the tip of the leadless ipg. Heparin was administered. The leadless ipg was attempted, not used, and replaced with a new system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.